Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for left ventricular (lv) lead low impedance three days post implant. The lv lead remains in use. No further patient complications have been reported as a result of this event.